Event description:
The customer reported, wires are exposed on the power cord. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the ps1 power supply output connector. System operates as intended. (B) (4).